Event description:
The facility representative reported, that channel a failed test. The event occurred during bio-med testing. The hospital representative stated, that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary:the condition of channel a failed test was confirmed and it was due to the channel a pump head module failing the 1 hour accuracy test. The channel a pump head module was replaced. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%.